Event description:
Procedure performed: unknown. Event description: we¿ve been informed of an incident at [hospital name] where a trocar broke inside a patient, I still need some more information, but can you log this now and I will update you once I have some more information. We were informed about this incident on (B)(6) 2022. Additional information received from applied representative via email on 05aug22: break occurred roughly in the middle of the cannula. They said it was a clean break. Not sure of any pieces fell into the patient, but if it did the bottom half of the trocar was retrieved. No instrumentation was being used at the time of the incident. They were removing the trocars at the end on the cases and this trocar got ¿stuck¿ and as they continued to pull it out it broke in the middle of the cannula. Intervention: the bottom half of the trocar was retrieved. Patient status: no patient injury has been reported.

Manufacturer narrative:
The event unit is anticipated to return to applied medical for evaluation. A follow-up report will be sent upon completion of investigation.

Manufacturer narrative:
The event unit was returned to applied medical for evaluation, along with the fractured piece. Visual inspection confirmed the complainant¿s experience of a fractured cannula shaft and tip. The wall thickness of the cannula shaft near the fracture was measured and did not meet specifications. The wall thickness of the cannula tip was measured and met specifications. Based on the condition of the returned unit, it is possible that the reported event was due to excessive force exerted on the unit during port placement, the cannula being more susceptible to fracture, or a combination of both. The probability and criticality of harm resulting from this failure have been evaluated and were found to be at an acceptable level.

Event description:
Procedure performed: unknown. Event description: we¿ve been informed of an incident at [hospital name] where a trocar broke inside a patient, I still need some more information, but can you log this now and I will update you once I have some more information. We were informed about this incident on 28th july. Additional information received from applied medical representative via email on 05aug22: break occurred roughly in the middle of the cannula. They said it was a clean break. Not sure of any pieces fell into the patient, but if it did the bottom half of the trocar was retrieved. No instrumentation was being used at the time of the incident. They were removing the trocars at the end on the cases and this trocar got 'stuck' and as they continued to pull it out it broke in the middle of the cannula. Additional information received from regional sales manager via email on 11aug22: the product was being used between 2 ribs and toward the end of the procedure they placed the camera in to do a last check and they heard a snap. On inspection they saw that the trocar had snapped in half. One half came out with the camera and they had to retrieve the second half from the patient but all parts were retrieved. No other instruments were used in this port only a camera. Intervention: the bottom half of the trocar was retrieved. Patient status: no patient injury has been reported.